Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy3580 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy3580) have been reported from the same facility in (B)(6).

Event description:
It was reported that 2 incidents of piccs breaking following insertion requiring PICC removal and removal of tips. Customer description: "in the last week we have had 2 failures of the product. Fortunately we have been able to remove all of the implanted items and confirm the tips have been extracted" other actions taken: yes; PICC and tip required removal. This report addresses the second PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that 2 incidents of piccs breaking following insertion requiring PICC removal and removal of tips. Customer description: "in the last week we have had 2 failures of the product. Fortunately we have been able to remove all of the implanted items and confirm the tips have been extracted" other actions taken: yes; PICC and tip required removal. This report addresses the second PICC.